Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported a ventilator with a primary alarm failure. There was no patient involvement or harm.

Manufacturer narrative:
It was reported to philips that while the device was being checked out in the medical engineer room prior to being put into therapeutic application the device alarmed primary alarm failure. There was no patient involvement as this issue was noted while being checked before use. The philips service technician evaluated the ventilator and confirmed the primary alarm failure. The philips service technician replaced the speaker to resolve the issue. The device successfully passed all required testing and returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:12apr2021. The customer complaint is not verified. There was no fault found with the returned speaker assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.